Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 518 mg/dl. Caller reported that customer continued to bolus for high blood glucose and could not get high blood glucose under control. Customer went to healthcare professional who was not able to attend to customer and customer was sent to the hospital. The customer experienced symptoms such as not feeling well and not able to think. The customer was wearing the insulin pump during the hospitalization. Caller reported that customer usually got confused when blood glucose was high and may not have been able to think clearly when using insulin pump. Insulin pump would not be replaced as caller did not believe that insulin pump malfunctioned.